Event description:
N/a.

Manufacturer narrative:
Additional information: removal of medical device ¿ problem code 1316 device evaluation: the guide wire was returned inside the protective tubing without any visible blood. The j-tip of the returned guidewire was found to be bent. The sheath, dilator, step dilator, angiographic needle, stopcock, extender and pressure tubing were also returned. The iab catheter was not returned. The evaluation confirms the reported problem. The bent guide wire may have occurred during removal from the packaging. However we are unable to conclusively determine how the damage occurred because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the guidewire was kinked and the intra-aortic balloon (iab) could not be inserted normally. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.